Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. A high current drain condition was found during device analysis. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter. Concomitant products: 6947 implantable defib lead (B)(6) 2004; competitor 2187 implantable pacing lead (B)(6) 2004. (B)(4).

Event description:
The device was returned after being explanted due to normal battery depletion. The device subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.